Event description:
The silicone tip started to delaminate after 2 hours of use during a hysterectomy. At the end of the procedure, the silicone tip started curling back. No patient information was provided.

Manufacturer narrative:
One tip with an unknown lot number was returned, decontaminated and investigated. No cable was returned, therefore no investigation could be conducted on the cable. A visual inspection of the returned tip was performed and there were no cosmetic issues. The right jaw boot was broken at the tip, confirming the complaint. This was cut on the outside. No pieces were missing from the broken boot. The cut area of the torn boot is very well defined. One heat spreader was bent inwards, which is consistent with the jaws not being completely closed when inserting into the cannula can cause the jaws to be apart, forcing them to be in contact with the cannula; if this occurs, the boot or other components can get damaged. These tears can get larger with extensive use or aggressive cleaning. No lot number was provided, therefore the device history record could not be reviewed.